Manufacturer narrative:
Additional information was requested and the following was obtained: what is the most current patient status? - patient was sent home and no further treatment was needed. Sales rep will be visiting the doctor this week and may be able to obtain additional information.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2017 and topical skin adhesive was used. Post operatively the patient presented with severe blistering, bruising and purplish color on the skin below where the topical skin adhesive was applied. It was unknown if the reaction was related to the topical skin adhesive. No other information was available at the time. Additional information has been requested.